Event description:
Hcp reported that during a pump refill the actual reservoir volume was "significantly different" from the expected amount. The pump was explanted and replaced in 2004. It was then returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.